Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hsb. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Reporter occupation: reporter is a j&j employee. (B)(4). Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on mar. 28, 2022, the patient underwent the open reduction internal fixation surgery using tfna short nail for trochanteric fracture of femur with the blade in question. The surgery was completed successfully without any surgical delay. After the surgery, the blade cut-out was revealed by follow-up examination on (B)(6) 2022. Re-surgery will be performed on an unknown date. The surgeon inferred that the tip-apex distance might have been high, or the reduction position might have been poor. No further information is available. Concomitant device reported: trochant fem nail 10 125 l20(04.037.013s/462p131). Tfna end cap extens. 0 tan(04.038.000s/438p936). Lockscr ø5 l36 f/nails tan(04.005.526s/8l74599). This complaint involves one (1) devices tfna helical blade perf l80 tan. This is report 1 of 1 for complaint (B)(4).